Event description:
It was reported that the patient received a vibratory alert for hv lead impedance and presented via merlin.net transmission. Review of session records revealed that the measurements were misinterpreted, perhaps caused by emi, and triggered the alert. No adverse consequences were reported and patient condition is good. Device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.